Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 2.5 x 20 mm trek was filed under MFR report # 2024168-2017-09081.

Event description:
It was reported that during a procedure of the mildly tortuous, moderately calcified, de novo, 80% stenosed, mid right coronary artery (rca), the 2.5 x 20 mm trek balloon was used to pre-dilate the lesion, but a perforation occurred. A 2.8 x 26 mm graftmaster stent met anatomical resistance and failed to cross the perforation. A 2.75 x 20 mm trek was used as treatment of the perforation and the bleeding stopped. A 2.75 x 28 mm xience xpedition stent was implanted without reported issue. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.